Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The generator interface circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service. It is unlikely for a patient to be injured due to the additional dose of radiation of such unwanted x-ray radiation in a normal condition. The dose of radiation is within the FDA regulatory control limits.

Event description:
It was reported that the system 9900 continued to produce x rays for a period of a few seconds after the control switch was released. All patient information was reported above. No patient injury reported.